Manufacturer narrative:
Correction in e4, g2 additional in h3, h6, h7, h9 z-2718-2020 for iui connection issues this device was evaluated and repaired through the service repair process. ¿the failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. ¿review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the l2 on motor control board causing error code 242.4030. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 20apr2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device received error code 242.4030. There was no patient involvement.

Manufacturer narrative:
Additional information: d8, e2, e4, h3, h6. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.

Event description:
It was reported by the customer that the device received error code 242.4030. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device received error code 242.4030. There was no patient involvement.